Event description:
The pt was alleging that the pump just powered off without providing an alert that the battery was low. When he removed the battery from the pump, the battery was hot and the pump was warm. The pt replaced the battery with an alkaline battery and received a low battery signal in 5 minutes. The pump was replaced. The pt denied injuries from the alleged issues. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.